Event description:
It was reported that a patient had an unknown procedure on an unknown date and suture was used. The patient returned to the surgeon eight years later with an x-ray that revealed an unidentified object inside the patient's body. The surgeon opines that it could be a suture component accidentally left inside the patient. The surgeon reports that the patient is not experiencing any pain or reaction to this object. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent surgery to correct hiatal hernia type iiia in (B)(6) 2014 and suture was used. A crura-soft mesh was used on the pillar defects with antireflux nissen-rossetti short and lose anterior doublepexy. An unidentified object was found on x-ray during preliminary tests for another surgery. The unidentified object appears to be located between the wall of the abdomen and the greater omentum. In the control x-ray of the esophagus-gastro-duodenal after the initial surgery, the unidentified object was not detected. The patient is in good condition and with no symptoms. The patient is currently under observation for a possible surgery to remove the object.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.